Manufacturer narrative:
This device is still currently in service.

Event description:
It was reported that this patient had received inappropriate shocks due to t-wave oversensing at a heart rate below the conditional zone. It was discussed that this was clinically appropriate as the arrhythmia was converted, however it was outside of the device programming. The patient received two additional inappropriate shocks over the next few months. Device re-programming was discussed. No adverse events.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was severed from the terminal end and only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This additional information was recorded to indicate that the system was explanted due to lack of optimal sensing.

Event description:
This supplemental report is being filled to include additional information. The system was initially planning to be reprogrammed, however the system only had a single appropriate sensing vector. Imaging was performed which indicated that the system was not optimally located. Subsequently, the system was explanted and replaced for a transvenous system. No additional adverse events were reported.